Event description:
A failure code 810:04. Information was not provided regarding whether or not the device was in patient use when the event occurred. The hospital representiative stated they have no record of any patient incident involving the pump since the last baxter serice event and no patient injury had been reported. Though requested, no additional information was provided regarding patient's demographics, medication involved, or device programming.

Manufacturer narrative:
Evaluation was completed and the reported condition of the failure code 810:04 was confirmed. The failure code 810:04 was determined to have occured due to the air sensor base line being too high. Review of the complaint history reveals similar reports have been received for this product for the reported issue.